Event description:
It was reported that this pacemaker device exhibited low out of range pace impedance measurements less than 200 ohms on the right atrial (ra) and right ventricular (rv) leads. This triggered a lead safety switch (lss) and the pacemaker device automatically switched the leads from the bipolar to the unipolar pace and sense configuration. Diaphragmatic stimulation was experienced in the unipolar configuration. Also, the rv lead exhibited noise and oversensing and the rv lead exhibited gradually rising threshold of greater than 2.5 volts. The ra and rv leads are not boston scientific products. In response, the pacemaker device was programmed off. The deactivated pacemaker device and associated ra and rv leads remain implanted and a new pacemaker device and new ra and rv leads were implanted on the patient's right side. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).